Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2001, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, (B)(4), ubd: 17-jan-2003, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 281 mcg/day) via an implantable infusion pump. It was reported that during a pump replacement surgery after connecting the new pump the catheter could not be aspirated to verify patency. The cause of the inability to aspirate the catheter was noted to be due to it getting kinked because of how the patient was positioned on the table or that it could have collapsed. It was reported that a back table prime was performed so that the drug was at the tip of the new pump and it was connected to the catheter with bolusing. It was unknown if the issues was resolved and the patient would be observed over 24 hours for any signs of withdrawal. No symptoms were reported and the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated the serial number of the infusion pump involved in the catheter event. The name of the hcp who first reported the pump replacement surgery was reported. It was noted that the issue was unresolved at the time of this report. No further information has been reported as a result of this event.